Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that following procedure for dislodged right ventricular lead, the pulse generator was found in backup vvi. A software download was successfully restored the device and remained implanted. The device was exposed to electrocautery.